Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site abscess is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced a large granuloma that was treated with silver nitrate and diprogenta. In (B)(6) 2020, several cultures of the granuloma were taken and it was treated with antibiotics. The granuloma did not improve but increased in size "to almost a walnut" and smelled badly. On (B)(6) 2020, the patient underwent surgery because an abscess formed, the granuloma was so large that it absorbed the tube fixation bumper and the whole area was surgically resected and the tubes were removed. The stoma site was recovering.